Event description:
It was reported via repair work order that the wrist rest could not remain locked and were wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.